Event description:
A facility representative reported during intraocular lens (iol) implant procedure, it was noticed lens was scratched after the iol was implanted into the eye. The lens were inserted and removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned submerged in a small specimen cup in clear liquid. The lens carton and some of the inner packaging was also returned. The lens was removed from the liquid and allowed to air dry completely prior to evaluation. The residue of dried viscoelastic was present on the lens. The optic was cut into two pieces, typical of an insertion and removal. The optic posterior surface has a line of scratched located between the optic center and the optic edge. This portion of optic has an area of cracks near to the optic center. The other optic portion was cracked on the anterior and directly opposite on the posterior optic surface in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The reported scratch was observed. The lens was cut into two pieces, typical of an insertion and removal. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU (information for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).